Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 253 mg/dl at the time of the incident. The customer was at 400 mg/dl at the time of the call. The customer stated that their pump was not working and after a set change, they got no delivery alarms. The customer used the pump to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported a hard to see rubber medtronic logo on the pump that had fallen off. The insulin pump will not be returned for analysis.